Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shutting down occasionally. The customer's blood glucose level was unknown. The customer also reported that there was a crack by the reservoir compartment of the insulin pump had also had a dim screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss and no back light anomaly noted during test. Device received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.